Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047, software analyzer : product event summary: analysis confirmed that the programmer head would not interrogate and the cable was therefore replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned along with the programmer had a false contact and the signal was interrupted. It was speculated that the issue was with the cable. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.